Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: unknown. Event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). Scissors didn't cut. No extra info was given, only remark: "event occured before with the same lot". Intervention: unknown. Patient status: no patient injury reported.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical continuously seeks to improve the form, function, and ease of use of its products.  As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Procedure performed: unknown. Event description: complaint 1 of 2: (B)(4) [MFR #2027111-2022-00478]. Complaint 2 of 2: (B)(4) [MFR #2027111-2022-00479]. Scissors didn't cut. No extra info was given, only remark: "event occured before with the same lot". Intervention: unknown patient status: no patient injury reported.